Manufacturer narrative:
Device was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery error alarm due to the force sensor flex cable not aligned properly in the connector. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display and unresponsive buttons due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and buttons not responding. Customer's blood glucose level was 152 mg/dl. Customer reports they were unable to clear the alarm. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer able to saw open book image on the screen. Customer states alarm occurred during easy bolus attempt. The insulin pump will be returned for analysis.